Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.